Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was embedded and occluded. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, embedment and occlusion.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment and occlusion. According to the procedural flow sheet provided, the indication for the filter was deep vein thrombosis (dvt). The filter was placed via the right femoral vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implant. The patient reports embedment, blood clots, clotting and or occlusion of the inferior vena cava (ivc), in addition to device unable to be retrieved and no documented retrieval attempts. The patient further experienced anxiety related to the filter becoming occluded, embedded and irretrievable without a serious surgery. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed, nor an exact cause determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a conclusion between the events and the device. There is nothing in the information provided to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, embedment and occlusion. Per the procedural flow sheet provided, the filter was indicated for deep vein thrombosis (dvt) and was placed via the right femoral vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports embedment, blood clots, clotting and or occlusion of the inferior vena cava (ivc), in addition to device unable to be retrieved and no documented retrieval attempts. The patient further experienced anxiety related to the filter becoming occluded, embedded and irretrievable without a serious surgery.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b3, b4, b5, d4, g2, g3, g6, h1, h2, h4 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment and occlusion. According to the procedural flow sheet provided, the indication for the filter was deep vein thrombosis (dvt). The filter was placed via the right femoral vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implant. The patient reports embedment, blood clots, clotting and or occlusion of the inferior vena cava (ivc), in addition to device unable to be retrieved and no documented retrieval attempts. The patient further experienced anxiety related to the filter becoming occluded, embedded and irretrievable without a serious surgery. The patient has subsequently reported becoming aware of filter fracture, approximately thirteen years and nine months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed, nor an exact cause determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. The trapease vena cava filter is designed for permanent placement. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a conclusion between the events and the device. There is nothing in the information provided to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava. The patient became aware of the reported event approximately thirteen years and nine months after the index procedure.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, embedment and occlusion. Per the procedural flow sheet provided, the filter was indicated for deep vein thrombosis (dvt) and was placed via the right femoral vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports embedment, blood clots, clotting and or occlusion of the inferior vena cava (ivc), in addition to device unable to be retrieved and no documented retrieval attempts. The patient further experienced anxiety related to the filter becoming occluded, embedded and irretrievable without a serious surgery.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.